Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. This would indicate a real time clock fault. The device records 36 log entries between (B)(6) 2007 and (B)(6) 2008. No further log entries are recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken during the investigation would confirm a failing membrane. The fault could not be measured with a new membrane fitted. The real time clock failure was found to be caused by depleted coin cell voltage. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.